Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number: 1627487-2025-01734], the lead was cut and a portion of the lead remains implanted. It was also reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted. The patient was administered oral antibiotics. Additional surgery to remove the remainder of lead may be undertaken at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. Surgery took place where the thoracic ipg and a percutaneous led was explanted. There was difficulty removed one lead so it was cut and abandoned. However explanted products were returned for analysis. The patient was administered oral antibiotics. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown. In an update, it was reported surgery took place 28 oct 2025 where a paddle lead and ipg were implanted. The cut lead segment was removed. There were no complications. Effective therapy was restored.

Event description:
Additional information revealed that the remainder of the abandoned lead was removed during reimplant surgery on (B)(6) 2025.